Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that while setting up for a stereotactic biopsy procedure, the system displayed "localizer faulted". A reboot did not resolve the issue. The instruments were unable to be tracked. The laser functioned as expected. The camera cart monitor displayed as expected. Both the green and amber lights were illuminated on the camera. In nditoolbox, it was confirmed both temperature and bump statuses were triggered; the status messages included "bump detector battery fault, return for service. It was suspected there was a bump detector battery issue. The use of medtronic navigation was aborted. The surgery was aborted and rescheduled for a later date.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). H6: multiple annex a's were coded for this event. A0709 was coded for the instruments not tracking. A1102 was coded for the localizer not connected message. H3, h6: the system was serviced in the field and the camera was replaced. B01, c08 and d02 are applicable. Product ID: 9735821r, serial/lot #: (B)(6) was received by the manufacturer for analysis. The returned positioning sensor unit (psu) has scratches on the housing. A check of the event log showed intermittent firmware incompatibility dating back to mar 2018 and I ntermittent illuminator current low dating back to apr 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test at .537mm with a passing threshold of .250mm. B01, c08, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.